Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were filled with approximately 290-300 units of insulin. The customer's blood glucose level was 220 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.